Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16-us (lot: 0011993308); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID l-envpro-16-us (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, paravalvular leak (pvl) was noted. Poor cardiac function and left ventricular suicide occurred, and the patient's blood pressure was unable to be stabilized. A post-implant balloon dilatation was performed with a 22 mm balloon and a second transcatheter valve was implanted resolving the issue. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that prior to the second valve being implanted, severe paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.